Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous errors related to the customer issue. The customer issue was confirmed during the latch lock test as the latch lock status did not change. The probable cause of the issue was a damaged flex circuit. The flex circuit was replaced to fix the issue.

Event description:
The product was returned for lock/latch was defective, during device evaluation, a damaged flex circuit was identified. There was no patient involvement.